Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated due to the failure of the output socket. Oekg exchanged the output socket to new one. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from oekg, there was the possibility that the reported phenomenon was attributed to the failure of the output socket, which might be caused by the repeatedly scope connection for a long-term use because more than seven years had passed since installation, or the excessive external force being momentarily applied to the output socket such as accidentally hitting a hard object. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure with the subject device, it was found that the image of the subject device was not displayed when evis 190 series videoscopes were connected to the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.